Manufacturer narrative:
The zoll guidewire in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the zoll guidewire in complaint is returned and investigation has been completed.

Event description:
As reported by clinical director, in an unspecified time a zoll guidewire was used for catheter insertion. The physician reported that they have difficulty pulling out the guidewire. No known impact or patient consequence was reported. No further information provided.